Event description:
It was reported that the patient was to have a revision surgery to revise the lead location. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4): lead model 3778, lot# unknown, implanted: unknown, explanted: unknown.